Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence, scarring, chronic groin pain and seroma. Post-operative patient treatment included surgery to remove mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a inguinal hernia. It was reported that after implant, the patient experienced hernia recurrence, scarring, chronic groin pain, seroma, neuroma/neuralgia of inguinal nerve, meshoma, proximal lateral external oblique fibers were torn, scar tissue, nerve entrapment, loose mesh, cyst, burning sensation. Post-operative patient treatment included surgery to remove mesh, repair of inguinal hernia, neurectomy, excision of ilioinguinal nerve; iliohypogastric nerve; genitofemoral nerve, triple neurectomy, implantation of proximal nerve, excision of meshoma, debridement of subcutaneous tissues; muscle; fascia, attempted drainage of cyst, drainage excision of seroma, us of french blake drain, diagnostic laparoscopy, hernia repair with mesh, neurectomy.

Manufacturer narrative:
Additional info: a3a, a4, b5, b7, d8, e1 (street 1, city, region, postal code), g1, h6 (patient codes, device codes, ime e2402: meshoma, nerve entrapment), additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a inguinal hernia. It was reported that after implant, the patient experienced hernia recurrence, scarring, chronic groin pain, seroma, neuroma/neuralgia of inguinal nerve, meshoma, proximal lateral external oblique fibers were torn, scar tissue, nerve entrapment, loose mesh, cyst, burning sensation. Post-operative patient treatment included partial removal of mesh, surgery to remove mesh, repair of inguinal hernia, neurectomy, excision of ilioinguinal nerve; iliohypogastric nerve; genitofemoral nerve, triple neurectomy, implantation of proximal nerve, excision of meshoma, debridement of subcutaneous tissues; muscle; fascia, attempted drainage of cyst, drainage excision of seroma, us of french blake drain, diagnostic laparoscopy, hernia repair with mesh, neurectomy.